Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event that the ipg replacement due to no communication and end of life (eol) was not confirmed. As received the returned ipg communicated normally with the lab patient programmer and was able to be fully charged. The ipg was functionally tested to manufacturing specifications using the autotester and passed all tests. The device provided 85 hours of stimulation from a full battery charge.